Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving intrathecal clonidine 120,0 mcg/ml at 150,12 mcg/day and fentanyl 120,0 mcg/ml at 150 ,12mcg/day. The indication for use was not reported. It was reported that the patient went to urgent care on (B)(6) 2018 due to increased pain. The patient was in "a lot" of pain. They searched for a urinary infection, but the patient was okay. The patient received drug to decrease her pain, but it was not efficient. The patient [originally] was going to have the pump refilled on (B)(6) 2018, so the hcp decided to refill the pump on (B)(6) 2018. A volume discrepancy occurred. The expected reservoir volume (erv) was 4,9 ml, but they found the pump was empty. The hcp refilled with 5 ml nacl and took out 5ml (two times). The hcp filled with 3ml nacl and took out the correct volume. The hcp then reprogrammed and refilled the pump. The hcp decided to ¿control¿ the pump again on (B)(6) 2018, and the result was correct, so they made no changes for now. The event resolved without sequelae on (B)(6) 2018. The event was related to the device/therapy and not related to the implant procedure. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the cause of the volume discrepancy was unknown. Event logs submitted with the report showed no pump alarm events and confirmed the expected volume when the pump was interrogated on (B)(4) 2018 was 4,9 ml. It was noted the most recent previous refill was (B)(4) 2018.